Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2015, calibra received an anonymous survey which indicated that the patch came off during jiu jitsu (wrestling) workout and that the patch was replaced. No additional information was provided related to the complaint. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 1, submitted 08/26/2015. Calibra received follow up related to this complaint on 08/11/2015. The patient indicated that the sites were being prepared by washing the site with soap and water prior to application of the device; no alcohol wipes were used at the site. The patient indicated that hair at the site was not removed but the patient attempted to use sites with less hair. The patient indicated that the patch that came off was during kick boxing where many of the moves were pretty vigorous; the patient indicated that the patch was on the third day and was ready to be replaced anyway so the patient just applied a new patch.